Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of this incident, it was determined that new orders were not crossing over to pyxis. The technical support specialist (tss) identified that the issue was caused by the wellsky engine at ip not processing new order messages, and the problem was resolved after customer it restarted the wellsky engine confirmed by cce sql0171c 01 logs showing message flow restored. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, that the new orders was not crossing over to station the customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.